Manufacturer narrative:
E1 patient country canada.

Event description:
Reference number (B)(4). Event occurred in canada. On 07-july-2024, it was reported that the patient encountered infusion set blockage at the site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005241 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version17 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 9 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Batch review the lot 6004898 was manufactured according to the document version 96 on the packing process in the multivac10, on 07/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.